Manufacturer narrative:
The pump passed the self test and the displacement test. No unexpected pump error 53 alarms noted during testing however, the formatted history file confirmed pump error 53 alarm (line number 95 file number 527). Problem isolated to electronic assembly. Faultnumber = software error (53). Linenumber = 95. Filenumber = 527. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the customer had high blood glucose and treated with bolus. Customer reported batteries were lasting 6 to 7 hours. Checked alarm history and found pump error alarms on second occurrence. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.